Manufacturer narrative:
Additional contact: compass oncology (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a pump won't run alarm was noted. Air in line was also noted. No patient consequences were reported. No adverse effects were reported.